Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had an out of box failure, wherein the unit pulled apart while being used, so then it had a leak. Used another one to complete the case. No patient injury.